Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer and the procedure was completed as planned by using another room. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to execute caudal movements. Upon troubleshooting fse found that the joystick in the geo module was malfunctioning, which rendered it impossible to execute caud movements. To resolve the issue, the fse replaced the control module. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to perform caudal movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.